Event description:
According to the available information during the examination, it was found that the implant was empty of fluid. It was decided for him to undergo a replacement operation. During the operation, it was found that there was a cut in the tube connecting the reservoir. It was replaced with another 20cm in size, along with replacing the reservoir with a 125cm size.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.